Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-00167.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the sternal saw was vibrating and making aloud noise. The unit was hard for the doctor to hold. The device was not changed out. The surgical procedure was completed successfully and there were no delays, no blood loss or no adverse consequences to the pt.